Manufacturer narrative:
Brand name: cook spectrum minocycline/rifampin impregnated five lumen central venous catheter set. (B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the red hub of a 5 lumen cvc catheter cracked down the middle after being placed in the patient for 5 days. The user reports that he attempted to push anything through the port and it began to come out of the crack in the hub.

Manufacturer narrative:
Additional information: additional information was received stating that the catheter was removed from the patient and another one was inserted. It was reported that the patient did not experience any adverse effects associated with this event. Investigation evaluation: a review of the complaint history, documentation, instructions for use (IFU), and quality control was conducted during the investigation. The visual inspection of the returned device confirmed one 10french catheter with 5 lumen hubs extending from the manifold. Each hub included a plastic cap except for the red hub. The red hub had a red bung attached to the proximal end. Examination of the red hub reveals a 0.5cm crack down the center of the hub. No damage was present on the catheter tubing or manifold. Bio-matter is present on the exterior, indicating the device was likely used. The lumen of the red hub is filled with red bio-matter, while none of the other lumens are filled with bio-matter. A leak test was performed by clamping the catheter tubing with hemostats and injecting room temperature water through the red hub after removing the red bung. No leak was immediately recognized. The tubing was then flushed by removing the hemostats and injecting room temperature water through the tubing revealing no occlusion in the red lumen. The hubs are typically interfaces with needle free adapters. The returned product had non-cook supplied needless adapters on 4 undamaged hubs but a bung on the red cracked hub. One of the hazards identified with needless connectors is cracking caused by excessive torque from the use of forceps or hemostats to make connections. Due to the location of the crack, it is feasible that the adapter to luer connection met with excessive torqueing, causing cracking and leakage. The customer noted after looking at the catheter once out of the patient, they could not push anything through the port and it was all coming out of the crack in the hub. The reporter suspects that somebody has taken the line off the port and tried to clear the blockage and cracked the hub by using a forceps to get the line off the hub. Due to the large amount of bio-matter found only in the red lumen, it is feasible that this hub experienced a patency issue and attempts to clear the clot resulted in the crack that is seen. Typically, cracks in the hubs do not result in total occlusion. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The device is shipped with instruction for use (IFU) which notes: to prevent clotting or possibility of air embolus, the double-lumen's #2 lumen, the triple-lumen's 2 and #3 lumens, and the five-lumen's #2, #3, #4, and #5 lumens should be filled with saline solution or heparinized saline solution (100 units of heparin per ml of saline is usually adequate), depending on institutional protocol, prior to catheter introduction. Also if lumen flow is impeded, do not force injection or withdrawal of fluids. Failure to ensure patency of the catheter prior to power injection may result in catheter failure. Notify attending physician immediately. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause is user technique. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.